Event description:
On august 2, 2011, stryker medical was notified of a potentially reportable complaint involving a product for which stryker is not the manufacturer. The customer reported a hill-rom model p1600b bed, serial number (B)(6), had a broken n prong on its power cord. Please find additional contact information below. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).